Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
(B) (4) received info that the pt implanted with this right atrial pacing lead became infected with (B) (6) which was in the pt's blood stream. The lead was successfully explanted.